Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed, (B)(4).

Event description:
It was reported that the patient died. The target lesion was located in the mid left anterior descending (lad) artery. Following the use of a non-bsc atherectomy device, a distal dissection was noted. A synergy drug-eluting stent was then implanted to treat the dissection. Patient was fine post procedure and was sent to the recovery room. Subsequently, the patient had a cardiac arrest in the recovery room and was taken back to the cath lab but eventually died.